Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock lead impedance of greater than 125 ohms. The shock impedance showed a steady increase over the previous one to two months. There was no noise noted on the rv lead. Boston scientific technical services (ts) recommended bringing the clinic in office for further evaluation. This product remains in service. No adverse patient effects were reported.